Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant at the distal tip of a 6f/7f mynx control vascular closure device (vcd) was observed to be slightly protruding with the slit slightly open upon removal from the packaging. The device was not used, and a new device was opened and used to complete the procedure. There was no reported patient injury. The device had been properly stored in a catheter room set at 24°c, and use of the initial device was abandoned after the issue was identified. The deployer had completed mynx training. No damage was noted to the button. The button could not be depressed, and the device was not used in the patient body. No kinks were observed after removal from the package. The sealant sleeve slit was slightly open. The device was returned for evaluation.